Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Explant has not been confirmed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: fold creases, white particles on shell, wear abrasion, stress marks, observed a dark circle around the patch, a curved sharp opening in the same location of crease on posterior side and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: - a sharp crease opening assessed as fold flaw opening. Additional, changed, and/or corrected data: b.5., d.10., g.1., h.3., h.6.

Event description:
The device has been explanted.